Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was used after completing the wiring of the chronic total occlusion, rotablation and crossing a 2.0x40 balloon. Subsequently, the device was advanced through the guide to the proximal cap of the lesion and while the physician was trying to deliver it, the shaft outside of the body snapped in half. The proximal portion about 20cm from the inflation port was fractured. The device was pulled out from the patient's body. The procedure was completed with a different device and stenting. No patient complications were reported.